Event description:
During preventative maintenance of the device, the service representative reported the air bubble detector was defective. The representative replaced the air bubble detector and returned it for investigation. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.